Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was turning off by itself. The patient stated they have had times where they went to check their ins and the lightning bolt in the ins icon was missing (ins was off). The patient stated this happened when they had not pressed the ins off button. The patient also reported that some of the times they saw the lightning bolt missing they probably pressed the ins off button, but other times they had not pressed it. The patient noted they were not quite sure how the programmer worked so programmer basics were reviewed on the call. No further complications were reported.